Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer also reported noticing that one of the infusion set's tubing was kinked. Blood glucose level was 200 mg/dl at the time of the call. Customer declined troubleshooting at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.